Event description:
The customer reported that during a versed infusion the nurse noticed a small wet spot on the bed and noted leaking from a small hole in the tubing. The leaking of the sedation medication resulted in some agitation of the patient which quickly resolved when the tubing was replaced and the medication was resumed. No additional patient or event details were provided by the customer.

Manufacturer narrative:
The customer¿s report of a leak from a hole in the tubing was confirmed. Visual inspection identified a pinched malformation with a 0.623 inch tear located half an inch below the female luer lock . Functional testing was performed; leakage was observed from the tear on the set. The root cause of the hole that leaked was identified as a manufacturing defect.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.